Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, high, out of range, high voltage lead impedance was observed. Patient was asymptomatic. There were no other anomalies noted. Programming changes were made. Patient will continue to be monitored.